Event description:
It was reported by the customer that her continuous glucose monitoring device was alarming excessively and the escape button was not responding on their insulin pump. Advised customer might have a bent cannula. Customer also stated that her blood glucose level was 156 mg/dl at the time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.